Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the pump was repositioned to relieve strain on the catheter connection. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain and other chronic intractable pain of the trunk/limbs. It was reported that during a catheter revision on (B)(6) 2019 the pump pocket was repositioned. It was noted that the patient was no longer experiencing pain relief from the therapy. No further complications have been reported as a result of this event.